Manufacturer narrative:
Correction- section h4: added the manufacturing date "20 dec 2006" as it was missing in the initial report (2017865-2026-01942).

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise and high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.